Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2002; 694765, lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) pacing lead had decreased r-waves and oversensing occurred due to crosstalk from an atrial pace (ap) spike during rate response. The rate response was turned programmed off. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Oversensing ap events on current egm. V-sics ~1200 / day.